Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Prior to the procedure, two ruby coils were found to have kinked hypotubes when removed from their packaging. There is no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00639. The hospital discarded the device.